Event description:
N/a.

Manufacturer narrative:
The bactiseal evd catheter (ID 821745) is not available for evaluation: remains implanted, but a photo was provided showing cut/tear in the catheter, therefore, complaint is confirmed. Device history record (DHR) - lot 6495050 conformed to the specifications when released to stock. Root cause - no root cause could be determined as the device was not returned for investigation. The possible root cause for the issue reported by the customer, could have been due to a sharp or pointed object coming into contact with the catheter, as noted in the IFU silicone has a low cut/tear resistance.

Event description:
A facility reported that on saturday (B)(6) 2022, the patient had a bactiseal evd catheters (B)(6) implanted as an evd and connected to a medtronic becker drainage system. At that time, there were no problems with the catheter upon insertion noticed. On sunday, (B)(6) 2022, the patient was taken to get a CT scan. The patient was placed into the CT, the drainage system was turned off and the placed on the patient¿s chest while receiving the scan. When the patient came out of the CT scan, the bactiseal evd catheter had fractured in half. This was noticed by the staff. They immediately clamped off the catheter with a hemostat. The distal portion of the catheter that was still implanted into the patient was subsequently trimmed, the luer connector was then placed into the newly trimmed portion of the catheter and a new medtronic becker drainage system was attached. There was no tugging or pulling on the catheter before or during the CT. It is unknown if the catheter was damaged by something internal in the CT machine. The patient is currently fine with regards to what happened with the bactiseal evd.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.